Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to loss of electrode function. There are no plans to re-implant the patient with a new device as of the date of this report.